Manufacturer narrative:
Carefusion complaint number (B)(4). This complaint file was identified as meeting the criteria of MDR submission to the FDA during a two-year retrospective review of complaints following the receipt of an FDA untitled letter at our palm springs, ca facility. (B)(4). The customer is a factory trained biomedical engineer and found the dump valve diaphragm was not fully seated, which could have caused the reported issue. A carefusion field service representative (fsr) evaluated the device onsite. When the fsr was onsite to evaluate the device, the unit was working so carefusion was unable to confirm the reported issue. There was no failure detected when the carefusion fsr evaluated the device. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported that the ventilator "stopped" while the device was in use on a patient. The customer thinks that the pressure dropped and the customer heard the unit lose power too. There was no patient harm or injury reported.